Event description:
It was reported during a pip fusion procedure, a 2.0 fusion plate was being used on the patient's left index finger. While the doctor was advancing the 2.4 fusion screw, he asked the field representative present during the procedure if there should be a hard stop to which the representative responded "yes". After a little time had passed while advancing the screw, the doctor stopped advancing the screw to take an x-ray. It was noted the fusion screw had advanced through the plate. The fusion screw was holding the compression of the joint, so the doctor decided to leave the screw in the patient; however, he removed the plate. It was reported all of the correct instrumentation for the 2.4 fusion screw was used, and the doctor followed the surgical technique guide. There were no adverse consequences to the patient, and this issue did not prolong the procedure. It was reported the plate would be returned for evaluation but the screw was left implanted as it was holding compression across the patient's joint.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the reported device was not provided; therefore, review of manufacturing and inspection records could not be performed. Additionally, the device was not received for evaluation. A two-year review revelaed no other complaints of this nature for the device. The description of the complaint points to the fact that the screw had advanced through the plate and the screw was able to maintain the compression of the joint. Without further information, an adequate potential source of the issue is unable be determined. With the information given, the two most likely scenarios were: a) surgeon technique: surgeon may have used too much torque or b) inadequate design specification of sensitive locking features. However, as the device was not received for evaluation, based on the information received, the root cause could not be determined.